Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. Analysis indicated that the proximal conductor was fractured. The outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
The right atrial (ra) lead was returned to the manufacturer after being electively replaced and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.